Manufacturer narrative:
Conclusions: failure to follow instructions (implanting bare springs inside another device), film evaluation. Results are: a review of a returned pre-implant drawing revealed that the patient had a 49mm max diameter taa near the top of the arch. The distance from the innominate to the start of the taa was 39mm. The thoracic diameter just caudal to the innominate measured 40mm, and at the start of the taa was 44 x 38mm. The thoracic diameter just distal to the bottom of the arch was 28mm, and at the distal landing zone was 40mm. The diameter just above the celiac was 34 x 32.6mm. The drawing showed that thoracic arch was acutely angulated and the descending thoracic was essentially straight. Review of CT¿s 5 ¿days post-implant revealed that 2 valiant stent grafts were implanted in the patient. The proximal device (vamf4238c150tj) was positioned just caudal to the innominate artery (zone 1), covering the lcca and lsa which had previously been bypassed from the right subclavian, and extending distally across the arch. The distal device (vamf4040c200tj) was implanted overlapping the proximal device (unknown overlap amount) and was implanted distally to 4cm above the celiac artery. The proximal stent graft diameter measured ~41mm, just distal to the overlapping components narrowed down to 28mm, and the distal stent graft od was ~40mm (all measured in l-r axis). The stent graft was patent. The max taa diameter was ~5.6cm, and contrast was seen outside the stent grafts in 2 locations. Near the level of the proximal component junction at the arch, a small amount of contrast was seen outside the medial/right side of the devices, and within the descending thoracic more widespread contrast was seen along a substantial length of the distal device. No other device issues were observed. Review of CT¿s 3-months post-implant revealed that the proximal device was positioned just caudal to the innominate artery. The proximal stent graft diameter measured ~41mm, just distal to the overlapping components narrowed down to 28mm, and the distal stent graft od was ~41mm (all measured in l-r axis). The stent graft was patent. The max taa diameter was ~5.6cm, and contrast was seen outside the stent grafts in 2 locations; similar in strength and location to the earlier study. Near the level of the proximal component junction at the arch, a small amount of contrast was seen outside the medial/right side of the devices, and within the descending thoracic more widespread contrast was seen alongside a substantial length of the distal device. No other device issues were observed. The exact type and cause of the endoleak could not be determined from the CT¿s provided. Films during implant as well as post-implant angio images were not available for review. It is possible that the endoleak seen along the arch was a junctional type iii endoleak, but cannot rule out a type iii fabric. The amount of component overlap and diameter oversizing at the junction is currently unknown. Possible diameter undersizing within the junction may have contributed. It could not be confirmed if implanting the distal bare spring device inside the proximal device may have contributed to the endoleak. The endoleak seen along the distal device could not be determined. This may have been a type ii endoleak, as multiple vertebral arteries were seen feeding the thoracic.

Event description:
Additional information received reported that the vamf4040c200tj was the distal device. It was also noted that the devices were implanted in order of proximal side first and distal side second. Therefore the bare springs of the second device were implanted inside the first device.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system were implanted in patient for endovascular treatment of a 49 mm diameter thoracic aortic aneurysm. It was reported that right after the index procedure, a residual endoleak was observed. The physician thought it was type IV endoleak. On the three month follow up CT scan, the endoleak was still observed. The endoleak was seen near the junction of the stent grafts. The physician believes it was a possible type iii junctional endoleak. The aneurysm size did not increase, thus the physician elected not to perform a secondary intervention. Per the physician, the cause of the type iii junctional endoleak was unknown. No clinical sequelae were reported and the patient is being monitored by their physician.